Event description:
It was reported that a patient received a cartiva implant on (B)(6) 2018 and experienced immediate failure. The patient consulted with several surgeons, all of whom confirmed the failure and shared that the faulty implant was resulting in ongoing damage to my bone. I had a revision with a new cartiva in 2019, and when that also failed, I had a fusion in 2021. Furthermore, the patient tore the labrum in my hip in late 2018 as a result of favoring my non-cartiva side, which necessitated a hip replacement six weeks ago. The patient was intubated during my cartiva revision in 2019, which led to ongoing subglottic stenosis for which they had four surgeries and monthly steroid injections. The patient stated that "there is no cure for this condition so I will have to cope with breathing issues for the rest of my life."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.